Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 39 cm distal to the is-1 connector pin. Only the proximal lead fragment was received and subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead body. In particular between 22 cm and 23 cm distal to the is-1 connector pin the insulation body was found damaged. In this region the outer coil was severely deformed. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Event description:
Boston scientific received information that the right atrial (ra) lead was being utilized as the right ventricular (rv) lead. Three inappropriate shocks were delivered. The cause of the inappropriate therapy was thought to be a result of atrial fibrillation (af) with rapid ventricular response (rvr) and anti-tachycardia pacing (atp) resulting in ventricular tachycardia (vt). The patients care team was to address the af with rvr with an increase in medication. No revision procedure was planned. To date, no adverse patient effects were reported as a result of this clinical observation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The explant date was not provided.